Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right atrial (ra) lead exhibited under-sensing during atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response causing inappropriate pacing and triggering of the ventricular safety pacing algorithm. It was also reported that the right ventricular (rv) lead exhibited t-wave over-sensing. The leads remain in use. No further patient complications have been reported as a result of this event.